Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found a cut at tubing near the two piece luer lock assembly. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter extension set had a leak from the tubing during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.